Event description:
Medartis screwdriver tip broke off inside crew during screw insertion. Srewdriver tip was retrieved and it was confirmed by x-ray that no metal fragments were retained in the wound. FDA safety report ID# (B)(4).